Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the internal hlc batteries from the analog pcb assembly were measuring low voltage; however the cause of the low voltage levels on the internal hlc batteries could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device.  The customer will be provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer originally contacted physio-control to report that their device had displayed a service wrench icon on its readiness indicator.  There was no patient use associated with the reported issue. Upon receipt of the customer's device, physio-control observed that both the charge pak and attention icons were present.  Additionally, physio downloaded the electronic records for review where it was observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.  There was no evidence in the electronic records that a service wrench had been logged by the device.